Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had mucus in their stool and gas. The caller also mentioned that the patient was taking (B)(6) and antibiotics. A follow-up call with the patient indicated that the patient was dealing with congestion and the antibiotic was giving the patient diarrhea. The patient indicated that between the humera and the antibiotic things were complicated for the patient to know if therapy was working. The patient thought that overall during the day they did not have problems, but then at supper time the patient eats and then has the gas and mucus. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.